Event description:
Attempted to place PICC in pats left brachial vein, wire would not advance. Attempted to remove wire and needle at same time but some of the wire remained in pats body cxr showed a small piece of the wire in the arm. Required vascular surgery to remove. FDA safety report ID# (B)(4).